Manufacturer narrative:
The instrument and water supply system used at the customer site were replaced. The customer has had no further issues. The field service engineer checked the instrument probes and did not see any problems. The customer noted that there were issues with the analyzer electrodes. No details were provided. The customer had water quality issues and after replacement of the instrument's water, the problem with the electrodes was solved. The sample clotting time was 10 minutes and may be too short according to tube manufacturer recommendations. Investigations determined the root cause to be related to the water quality issues that the customer experienced.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ca2 calcium gen.2 (ca) on a cobas integra 400 plus (i400+). The sample initially resulted as 13.74 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 9.45 mg/dl. No adverse events were alleged to have occurred with the patient. The ca reagent lot number was 30877501, with an expiration date of 30-apr-2019. Calibration data provided from after the event was ok. Quality control recovery between (B)(6) 2018 and (B)(6) 2018 was within range, but appeared to not be stable. Upon review of the alarm data, there were several clot alarms occurring from (B)(6) 2018 to (B)(6) 2018. An alarm on (B)(6) 2018 indicated that there was no system reagent on board the analyzer.